Manufacturer narrative:
Event date is an estimate h3 other text : device not returned for evaluation.

Event description:
It was reported that due to an erosion the patient had his artificial urinary sphincter (aus) removed 3 months ago. It was further reported that the erosion was not device related and the patient had to have other treatments for another health reason.